Event description:
It was reported that 7 serrated microdebrider cutters were leaking saline from where the cutter connects to the handpiece. No pt involvement was indicated in this event. No user injury was reported and no adverse consequences were alleged.

Manufacturer narrative:
The devices were returned to the manufacturer and an investigation is anticipated. A f/u report will be submitted if the investigation requires.